Event description:
Reviewed the database report which had very little information on the nature of the fracture cause. Viewed the patient x-rays which show the broken im nail to be a sign nail. The surgeon had to do an exchange nail procedure to replace the nail and repair the fracture. Reviewed the e-mail written by (B)(6), which expounded on the nature and possible cause of the fracture. Reviewed e-mail response from the surgeon. Cause: fwb on a non-union coupled with a recurrent fall. No indication of product defect.